Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. A kink was found on the catheter tubing approximately 35.8cm from the iab tip. Additionally a second kink was found on the catheter tubing near the y-fitting approximately 73.7cm from iab tip. The optical fiber was found to broken at this location. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately 38 hours of intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. There was no issue with pumping so therapy was continued with the iab. The next day, the patient stabilized and therapy was concluded. After removal, the iab was connected to a console and the same alarm was generated. There was no patient harm or adverse event reported.